Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd needle eclipse 18x1-1/2 rb damaged or open unit package the bottom product packaging is broken.

Event description:
The bottom product packaging is broken.

Manufacturer narrative:
Based on the device history record review, no abnormality was observed during the production of the affected assembled needle batch. From the returned photos, one unit blister was observed damaged. The secondary packaging operation process was reviewed. The probable root cause for the damaged package could be due to the l plate leveling bar being loose at the 2nd bucket chain station. Consequently, the l plate became uneven during the transfer of the 5-piece unit blister during stacking. As a result, the first layer of the 5-piece sheet would hit against the base of the l plate, causing parts to be damaged or cut off from the strip. There is an action in place to engage vendor to weld the leveling bar to the l plate fully which is already completed. This batch is produced before the action implementation.